Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had total hip done in state of washington. Fell shortly after implantation and may have loosened cup. Surgeon did exploration, stem was well fixed, cup tilted and removed. Replanted with tritanium revision cup with mdm.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the head, and the shell with the assembled liner were returned. All components showed scratches associated with a normal explantation. The shell showed signs of bony growth which had been sheared presumably the result of the patient's fall. Dimensional inspection: not performed as the device was returned in a worn/used condition and therefore will not meet dimensional specifications. Functional inspection: not performed because the event occurred in vivo and therefore functionality could not be duplicated. A review of the provided medical records and/or x-rays by a clinical consultant concluded: "x-ray copy available for review is an undated ap of the pelvis ... The right acetabulum appears incompletely seated with zone ii radiolucency of approximately three millimeters with an intact medial acetabular cortex noted. ... No revision operative report, no examination of explanted components, no primary operative report, and no serial x-rays of the left hip are available for review. There is no evidence this patient¿s clinical problems were the results of factors of faulty component design, manufacturing or materials." The investigation determined the likely root cause of the event to be procedure related as the medical records indicate that the shell was not completely seated. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had total hip done in state of washington. Fell shortly after implantation and may have loosened cup. Surgeon did exploration, stem was well fixed, cup tilted and removed. Replanted with tritanium revision cup with mdm.